Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
The affected device and associated parts were returned and evaluated. From the analysis conducted during this investigation, it was concluded that the imhs cp nail fractured by the initiation and subsequent propagation of fatigue cracking. The fracture occurred at the distal screw hole. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union; applications of loads in excess of the material¿s strength, and/or; poor bone quality. The captured screw which is inserted into the distal screw hole also showed signs of deformation. No material deviations in the nail were found during this investigation. A review of the manufacturing history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.

Event description:
It was reported that the device has fractured four weeks post operative.